Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented to the emergency room experiencing fatigue and muscle cramping. Upon interrogation, the right atrial lead exhibited inappropriate auto mode switch episodes and noise which caused stimulation. The noise could be reproduced with pocket manipulation. The device was reprogrammed which ceased the stimulation but the noise was still present in both figurations. No additional information was available at this time.